Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the issue occurred during a planned diagnosis procedure. The philips remote service engineer (rse) inspected the system remotely and confirmed that there was a cine auto cut, the cine stopped during long exposure. The rse checked the device and found that the cine cut was happening for long runs intermittently and the system was taking too much long time to start. The rse upgraded the system and it returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the cine runs were cutting during long runs. No harm has been reported to philips. Philips has started an investigation of this complaint.